Event description:
A nurse reported an intraocular lens (iol) implant was exchanged due to the pt experiencing blurry vision. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the lens was returned in pieces. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Exact focal length/resolution measurements could not be obtained due to the optic damage. However, the lens is within the 20.5 diopter range (lens returned with a lens case for a 19.5 diopter lens). Damage was observed, which due to the condition of the returned sample is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionaire has not been received. (B)(4).